Event description:
Caller reported cartridge was not fitting properly on pump. Blood glucose level did not exceed 500 mg/dl, with no adverse impact. Caller was instructed to remove o-ring from pneumatic tap and clean area with alcohol wipe or lint-free cloth. Following inspection and attempt to reload original cartridge, caller successfully resumed insulin therapy.